Event description:
It was reported that minibore bifuse p ext set,2 IV conn had foreign matter. The following information was provided by the initial reporter: during use for infusion with ppv there has been a mixing with the orange rubber. There is a discoloration to the liquid that turns from white to orange in the tubing. A day earlier, the infusion needle was also used for administration with kcl.

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 19d18-tnv, h.6. Investigation: two py-nc5307 samples were received for investigation, one without packaging and one in opened packaging from lot 19d18-tnv. From the information provided by the customer it appears that during infusion, the fluid changed colour from white to orange. A visual inspection of the returned used sample identified that the silicone of the neutraclear appeared to have been discoloured with an orange tint. No similar discolouration was noted on the second returned sample. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. Their analysis did not identify a definitive root cause for the customer's experience, however they confirmed that the discolouration to the fluid reported by the customer is unlikely to have occurred as a result of interaction with the silicone of the neutraclear product. In this instance it is possible that an interaction occurred between the drugs being infused through the extension set which may have contributed to the discolouration. A review of the production records from lot 19d18-tnv did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 19d18-tnv. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that minibore bifuse p ext set, 2 IV conn had foreign matter. The following information was provided by the initial reporter: during use for infusion with ppv there has been a mixing with the orange rubber. There is a discoloration to the liquid that turns from white to orange in the tubing. A day earlier, the infusion needle was also used for administration with kcl.